Event description:
It was reported that while discharging the patient, the hospital patient cable pin in the white connector dislodged into the patient's white power cable on the controller. The vad coordinator removed the pin from the patient's controller and no alarms were reported. The controller retained its ability to provide data to the system monitor. The patient was not harmed and the pump and its peripheral devices otherwise functioned as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the white power cable connector on the power module patient cable having a missing pin was not confirmed. The power module patient cable was not returned for evaluation. Multiple requests were made to obtain additional information (including the lot number of the power module patient cable and if the product was going to be returned for evaluation); however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate 3 patient handbook section 3, entitled ¿powering the system¿, provides information about the various ways to power the heartmate 3 lvas, including how to use the power module and how to power module patient cable to a system controller. This section states ¿when connecting power cable connectors, do not try to join them together without first aligning the half circles inside the connectors. Joining together misaligned power cable connectors may damage them.¿ heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the power module and the power module patient cable. Heartmate 3 patient handbook section 6, entitled "caring for the equipment", describes the importance of protecting the power module patient cable from kinks, sharp bends, and repeated bending. Heartmate 3 patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the power module patient cable for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate 3 patient handbook and the heartmate 3 instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.